Event description:
It was reported that the device reached its elective replacement indicator (eri) earlier than anticipated. Premature battery depletion was suspected. Device replacement was anticipated to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with normal telemetry communication and output. Functional tests were performed, no anomalies were found. Analysis of the device image and as received condition indicated device was operated in high output mode settings. Longevity assessment found the device was operating at end-off-service level (eos), consistent with high output mode conditions. Additional findings: visual inspection of the header attachment area detected an anomaly between the pre-casted header and titanium case. Feedthrough leak test was performed, indicating no sign of hermeticity breach. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Event description:
It was reported that the device reached its elective replacement indicator (eri) earlier than anticipated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.